Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin I (tni) results on triage profiler sob test. Customer reported that a pt with symptoms of a heart attack was tested with triage profiler sob test with an elevated result for all analytes. Pt sample was retested on a new test device and all results were at normal levels. Pt was sent to a cardiologist. No further pt info provided.